Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that by the patient that they have been feeling "flutter, flutter, flutter" when sitting down and also experiencing higher heart rates when waking up in the morning. The patient was seen for a device check and had some reprogramming. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.